Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. Coupling screw; part 338.31, lot number 4125170, was returned and reported to have broken during surgery. This condition is confirmed. Approximately eight millimeters of the distal threaded end of the device has broken off from the balance of the shaft. The device was manufactured in 7/2000 and is over sixteen years old. The balance of the returned device is in otherwise fair condition despite its advanced age. A drawing was reviewed and the device is determined to be suitable for the intended design, application and dimensional conformity when used as recommended. This complaint condition was likely caused by over sixteen years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s ID was reported as #(B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part number: 338.31, synthes lot number: 4125170: release to warehouse date: jul 3, 2000. Mfg. Site: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the tip of the coupling screw broke inside the lag screw during a hip fracture repair procedure on (B)(6) 2016. The device broke into two (2) pieces and the broken tip was able to be retrieved easily from the lag screw with pliers. There was another device readily available to complete the procedure. There was a five (5) minute surgical delay to assemble another set. The breakage occurred at the back table away from the patient. There was no patient harm and the surgery was completed successfully. Concomitant device reported: lag screw (part# unknown, lot# unknown, quantity 1). This is report number 1 of 1 for (B)(4).